Event description:
Manufacturer's investigative lab reports lancet is protruding from multiclix lancing device cap. No adverse event reported. The device has been returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.